Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the celldyn sapphire analyzer correctly matched the sample barcode with the demographics but there was an incorrect combination of the sample ID and the parameters in the management software. The issue involved 4 samples. There was no report of impact to patient management.

Manufacturer narrative:
The customer reported that the cell-dyn sapphire data station correctly matched the barcode ID with the demographics, but there was an erroneous combination of the specimen ID and the parameters in the management software (lis). The customer's log files were reviewed. For sequence 7273 the log indicated that the lis received an h record, a p record, and o record, 12 comment records, and 21 result records. The next part of the transmission was a comment record (comment #12) instead of result records 22 through 28 and an l record, which is the expected behavior. It was unable to be determined from the customer's lis log why this gap occurred. The customer sent additional log files which recorded activity in 2015. In those files, each message that contained result record 21 was always followed by messages containing result records 22 through 28 and an l record, which is the expected behavior. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn sapphire operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.